Event description:
It was reported that when using the bd pyxis medstation system mgr, for the 5th floor pyxis main drawer 2.2 pocket d3 required maintenance, and the technician was unable to recover the drawer. The customer stated that they attempted to reboot the device and also performed the following steps, but the issue persisted: they shut down the station by disconnecting the power cord from the back and waited for 2-5 minutes, then reconnected the power plug, and powered the device back on. However, the drawer still could not be recovered. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction at the station was caused by a drawer failure and was not detected on the communication bus. A field service engineer attempted to recover the drawer within the user application, but the drawer failed. Then the engineer reconnected all the connections to resolve the issue. A field service engineer also confirmed that there was a delay in dispensing medication to the patient. The system functioned as intended after the field service engineer troubleshooted the device.